Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. The ccc specialist performed troubleshooting with the customer on the instrument. The customer replaced the integrated multisensor technology (imt) sensor, x tubing, and sample diluent, and cleaned the imt system. As per siemens instructions, the customer performed a precision test for sodium, resulting acceptably, replaced all imt reagents and the imt sensor, primed the instrument, performed a dilution check and conditioning, and ran quality controls (qcs) and patient comparison study, resulting acceptably. Siemens determined that the centrifuge speed and time that the customer used to centrifuge samples is not recommended by the tube manufacturer. The cause of the discordant, falsely elevated sodium (na) result is unknown. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.